Manufacturer narrative:
The device was returned for evaluation. Failure to disconnect could not be confirmed. Visual inspection of the header found no anomaly related to the laser adhesion advisory field concern. Additionally, it was noticed the septum damaged, atrial setscrew missing, ventricular setscrew stripped off by end-user due to inserting the wrench tool at angles. Further evaluation could not be performed due to the header physical damage. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the replacement procedure, it was reported the right ventricular (rv) lead was unable to be disconnected from the device header. The patient was stable.